Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system experienced a period of optical instability. Customer care recommended that the user relink their sensor to allow the system to re initialize and converge faster. Post re-link, the sg and bg values showed better agreement so the user was advised to continue using the system. Per dms review, the user was using the system with up to date information.

Event description:
On march 25 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.